Event description:
New information notes the device was explanted and replaced due to having reached eol.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER after experiencing inappropriate atp and hv therapy. Review of records revealed episodes of supraventricular tachycardia (svt). Due to programming, the device did not detect the svt on the discriminator channel. Device was reprogrammed and remains implanted.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.